Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the intensive care unit due to severe ketoacidosis with an initiation ph-value of less than 7 on unknown date. The customer was treated with the liquid, electrolyte and insulin dosage. The device will not be returned for analysis.